Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump's battery life was shorter when they got multiple alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they were receiving calibration alarms in a loop, suspected over and under delivery, and was getting highs and lows due to these issues. The customer also reported that during priming and rewind, the pump was making very loud grinding sounds and the pump had physical damage on the reservoir compartment. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.